Event description:
On (B)(6) 2026, while preparing for peripheral venous puncture on a pediatric patient, a neonatal nurse opened the individual sterile packaging of a single-use closed-system intravenous catheter. Following standard protocol, the nurse visually inspected the device. A distinct black specular foreign substance was observed on the heparin cap surface, which could not be removed by routine wiping. This was judged to pose a contamination risk. The nurse immediately discontinued use of the catheter, discarded it following aseptic technique principles, and opened a new, intact package of the same sterile catheter model with no visible abnormalities. Subsequent venous puncture and catheterization were successfully completed. The implicated product and its original packaging were sealed and retained as samples per regulations. Procedures for adverse event reporting and batch traceability were initiated according to protocol.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained samples. As the defective sample was not returned, relevant analysis could not be conducted. Furthermore, the specific condition and composition of the foreign matter could not be determined. Therefore, the exact source of the foreign matter and the root cause of the complaint cannot be identified. The factory will continue to implement controls to prevent the occurrence of such defects.